Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that an impella 5.5 was implanted in the patient pointed toward the mitral valve. The pump was removed and reimplanted successfully. Later, the patient was successfully weaned from the pump and survived.

Manufacturer narrative:
The investigation of positioning issues has been completed. The impella device was not returned for evaluation. The cause of positioning issue most likely was wireless insertion due to improper technique since the impella device is not indicated for wireless insertion. B1 and h1 were erroneously selected on the initial manufacturer device report number 1220648-2025-30270.